Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up of the patient, the right ventricular (rv) lead exhibited noise and intermittent loss of capture (loc) at a programmed output of 2.0 volts at 0.5 ms. Also, out-of-range (oor) intermittent impedance measurements greater than 2,000 ohms were observed. The rv lead was explanted and a new lead was successfully replaced. No adverse patient effects were reported.